Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple days after the procedure date.

Event description:
It was reported that the patient was experiencing migraines and pain after the intracept procedure. Patient stated that he is a hard laborer and started to lift more at work. Shortly after that, the patient experienced new back pain and headaches began at night. The patient noted that he only feels pain when he moves, not when he is lying down. The patient was referred to his primary care physician (pcp) for elevated blood pressure and later admitted himself to the emergency room (ER) a few days later. The patient was given prescription medications but could not remember what they were for. The patient was kept overnight at the ER and was released the next day. Several tests were performed including a magnetic resonance imaging (MRI) with contrast. All tests came back negative.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple days after the procedure date. Correction to initial emdr in block d4.

Event description:
It was reported that the patient was experiencing migraines and pain after the intracept procedure. Patient stated that he is a hard laborer and started to lift more at work. Shortly after that, the patient experienced new back pain and headaches began at night. The patient noted that he only feels pain when he moves, not when he is lying down. The patient was referred to his primary care physician (pcp) for elevated blood pressure and later admitted himself to the emergency room (ER) a few days later. The patient was given prescription medications but could not remember what they were for. The patient was kept overnight at the ER and was released the next day. Several tests were performed including a magnetic resonance imaging (MRI) with contrast. All tests came back negative.